Manufacturer narrative:
Initial and final MDR (B)(4)- device 10 of 13.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that 13 infusions set fell off during use out of which four are tubing pulling out. Event occurred on(B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.